Manufacturer narrative:
The customer biomed power cycled the device to resolve. The logs were sent to spacelabs for further analysis and the issue was confirmed. The device was returned to patient service. As the problem was discovered prior to use, and the issue prevents use of the device until resolved, and power cycling the device resolves this occurrence of this issue. The investigation findings showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017, an arkon was discovered by the customer biomed in a failed state. The unit was not in patient use when the issue was discovered. No injury was reported.